Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer states the end user alleges that he flipped back in his manual chair causing the anti tippers to bend.